Manufacturer narrative:
The insulin pump had no unexpected no delivery alerts or icon anomalies noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. Customer stated he change out his battery, when alert occurred he noticed his battery icon was down to one bar; but after rewinding and priming it went back to full icon. Customer stated after 15 minutes later, the no delivery triggered again and the battery icon went back to one bar. The customer stated his insulin pump alarms no delivery during the night, which he doesn't hear and his blood glucose goes up to 360mg/dl-590mg/dl. The customer's blood glucose during incident was 585mg/dl. The customer stated they have tried all remedies. Advised the customer the insulin pump will be replaced and revert to back up plan.